Event description:
It was reported that the user experienced low blood glucose requiring troubleshooting and education, with hypoglycemia of unclear cause and treatment with oral glucose. Symptoms included hypoglycemia. Outcomes included a non-serious impact that was addressed with self-treatment. Investigation included a review of available case details. Investigation of this case revealed no confirmed device malfunction or component failure. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.